Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the caregiver noticed the foley catheter was bent prior to opening the packaging.

Manufacturer narrative:
The reported event is unconfirmed as the evaluation of the device found no bend on the returned catheter after it was taken out of the package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damage. Warning: do not use ointment or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not reserialize for urological use only."

Event description:
It was reported that the caregiver noticed the foley catheter was bent prior to opening the packaging.